Event description:
Customer began having issues with potassium controls and then determined they had reported out incorrect pt results. Customer provided original and repeat results for 52 samples, one was found to be discrepant. Initial potassium result 3.3 meq per l, repeat 3.9 meq per l. The incorrect result was originally reported out, customer states she has not gotten any calls from anyone regarding the incorrect results that had been reported.

Manufacturer narrative:
The field service rep determined at an earlier date there had been a spillage or leakage that caused numerous salt bridges around almost all reagent and sipper syringes. He did not find any cracked or broken tubing. He took apart and cleaned all the syringes and the surrounding area. He performed a prime and ran an ise check with good results. To verify analyzer operation, the field service rep recalibrated both ise modules and ran controls which were within specification.